Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc determined there was the possibility these phenomena were attributed to following caused for each; the subject device could not be turned on it might have occurred due to the g1 board failure. It could not be identified the cause of the g1 board failure. However it might have occurred due to accidental failure of the electrical components. -the damage of sdi [1] connector of the subject device it might have occurred due to the qb board failure. It could not be identified the cause of the qb board failure. However it might have occurred due to accidental failure of the electrical components. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure of the subject device which caused no turning on. It was also found damaging of sdi [1] connector of the subject device which might be occurred no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.